Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted :(B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of pain, tenderness and exudate at the incision site. The blood cultures were (B)(6) for (B)(6) infection. The device and leads were explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
The patient was also given intravenous antibiotics.